Manufacturer narrative:
Although the edwards bioprosthetic mitral valve remains implanted, the clinically observed "green suture" was retrieved for analysis and an evaluation is currently pending. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Additional manufacturer narrative additional evaluations were performed and the loose ends of the green suture appeared to have straight and even edges which are characteristics of cuts, suggesting it was cut in two (2) different places. A sharp tool, such as a scalpel, was likely used to create these cuts. Based on the evaluation, the root cause of the loose green suture could not be conclusively determined as the holder was not returned.

Event description:
Edwards received information that three (3) days post implantation of an edwards mitral pericardial valve (to treat severe regurgitation of the native valve), the patient underwent reoperation due to thrombosis. During the reoperation, a retained suture in the left ventricle was identified. The loose suture was green, straight and without any knots in it. Reoperation was performed through the patient's native aortic valve where the suture was retrieved from the left ventricle as the thrombosis was removed. The mitral prosthetic valve remained implanted.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, the customer report of a loose suture was confirmed. One (1) green suture was returned and the loose ends appeared to have straight and even edges, characteristic of cuts. The green suture was approx 68mm in length. Additional manufacturing narrative additional evaluation is currently in progress and a supplemental report will be submitted upon completion.